Manufacturer narrative:
Updated to reflect the confirmation that the patient's pump would be removed earlier than scheduled updated to reflect the information received on 2017-nov-30. Device code (B)(4) removed and (B)(4) added to reflect the information received on 2017-nov-30. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative on 2017-nov-30. It was noted that it was unknown if the patient's pump motor had stalled a second time as the patient did not come into the office for interrogation. It was confirmed that the patient's pump would be removed and replaced early because of the motor stalls rather than waiting until the planned replacement for elective replacement indicator (eri). However, the pump had not yet been explanted at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The pump was replaced on (B)(6) 2017. The pump logs returned with the device indicate a motor stall occurred on (B)(6) 2017 at 07:21, followed by a tube set message 48 hours later with no recovery noted. Estimated eri was at 8 months. No further complications were reported.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2 mg/ml of dilaudid at 0.7785 mg/day via an implantable pump for non-malignant pain and multiple back operations. On 2017-nov-28, it was reported that the patient's pump motor had stalled and the patient was experiencing withdrawal symptoms. The patient noted that, for the prior week and a half, they had not been able to use their personal therapy manager (ptm) for a bolus and would get an 8476 error code. The patient stated that they normally give themselves a bolus 3 times a day and their pump/ptm had been working fine prior to the issue. The patient also noted that they were in the process of having their pump replaced due to the pump being implanted for 7 years and reaching its time to be replaced. The patient had been having increased pain and flu-like symptoms for the previous week. The patient's symptoms were specified as vomiting, diarrhea, and chills. The patient had not heard a pump alarm, but confirmed that they were hard of hearing. The patient's pump was interrogated and found to be in motor stall since (B)(6) 2017. The pump was updated with current settings. It was confirmed again that surgical interventions were planned. The patient reported that they felt that their pump stalled again on (B)(6) 2017 as they were getting chills and having increased pain. The patient's hcp reported that they would prescribe pain medications to bridge the patient until replacement. The patient's status was listed as "alive-no injury". The issue was not considered resolved at the time of the report. No further complications were reported.